Event description:
It was reported that the patient experienced inappropriate shocks twice. It was noted that actions required as a result of the event included reprogramming. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that ¿shocks given ???¿ it was noted that there were inappropriate shocks on atrial fibrillation in a very high rate. It was noted that reprogramming occurred ¿vt 2 zone up from 188 to 200 to avoid inappropriate shocks.

Manufacturer narrative:
Product ID: 3877-45, lot# 0203547427, implanted: (B)(6) 2011; product type: lead. (B)(4).